Manufacturer narrative:
Device evaluation- the returned device was given functional testing. The reported issue could not be duplicated. The returned device was found to function as expected. The root cause of the reported issue could not be established; the returned device passed testing.

Event description:
It was reported that the device gave an alarm with the message "no cassette attached". No known adverse effects to patient.